Event description:
Customer woke up vomiting and couldn't eat. They ran a blood glucose test and received a result of 308mg/dl and went to the e.r. They were given an IV and told their reading was normal. The value was not given. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.